Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported the pump would not power on. The patient experienced no symptoms of high or low blood glucose levels and did not seek medical attention. Troubleshooting revealed there was no damage to the battery compartment or cap and no corrosion in the battery compartment.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated no power issues. Evaluation revealed a crack in the battery compartment and stripped threads on the battery cap. The battery cap was unable to establish an electrical connection. A test cap was used to complete investigation; the pump powered on appropriately with no alarms. The pump was exercised for 24 hours with no further power issues occurring.